Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a defibrillation shock during a patient event. The customer advised that the were unable to shock twice with the defibrillation electrodes, they switched to hard paddles and were able to deliver a shock. This issue is patient related; however there was no adverse patient outcome reported.